Manufacturer narrative:
Additional information: a direct correlation between the device and the reported event could not be determined. Review of the submitted system controller log file showed no adverse events. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient elected not to have a pump exchange. She was treated in the hospital with bivalirudin. A ramp echo and computed tomography angiography were negative for clot. The patient's ldh level came down and she was discharged with coumadin and ticagrelor and is currently stable.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was re-admitted on (B)(6) 2014 to the hospital due to elevated lactate dehydrogenase (ldh) levels. The patient's baseline ldh was reported to be between 900-1000 u/l, with the hospital's upper normal limit reported to be 620 u/l. The patient¿s ldh increased to 1100-1300 u/l starting in september, associated with a consistently low international normalized ratio (inr) on lovenox. At the time of admission, the patient¿s ldh was reported to be up to 1900 u/l. The patient¿s ldh continued to rise despite bivalirudin administration until approximately (B)(6) 2014 when it slowly started trending down. Ticagrelor was also administered and corresponded with the patient¿s decrease in ldh down to 1500 u/l, with an ejection fraction (ef) of approximately 40%. Log files submitted for review captured no adverse alarms or events. Once ldh is stable, a weaning trial would be performed to evaluate the patient for explant due to recovery.

Manufacturer narrative:
The date of the event has been estimated. Approx age of device: 2 years and 5 months. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.